Manufacturer narrative:
(B)(4).

Event description:
It was reported on 05/20/2016 from the patient that her generator was just placed on (B)(6) 2016 and is now moving around in her chest. She can slide it back and forth and is causing a lot of pain along her scar line on her chest when she moves her arm. She stated it started about a week or two prior. Follow-up from the physician showed that there was no trauma or manipulation that may have caused the generator to move. It was stated that a non-absorbable suture was not used to secure the generator to the fascia during initial implantation. However, it was also stated that the patient previously had a model 103 which was replaced with the larger model 106 which required enlargement of the previous pocket thus causing the movement. The patient is planned for revision of the generator with plan for sub-muscular placement although this has not occurred to date.

Event description:
It was reported on 07/08/2016 that, that patient had surgery that day and because her generator had migrated. The generator was anchored securely with multiple stitches in hopes to prevent further vns pocket issues. Notes were received dated (B)(6) 2016 from intraoperative report. In the notes there is no mention of issues with vns and no mention of the type of suture used to secure the generator.

Event description:
Further information was received through operative notes dated on which the migration was corrected. The notes stated that the patient had surgery due to the mobility of the generator which has caused discomfort and concern for erosion of the generator through the skin. The patient had described the movement as flipping, and during the surgery, the generator was found to have flipped. It was noted that the silk suture used to anchor the generator had pulled out from the underlying tissue. The generator was repositioned. Scar tissue in the chest area was identified and the generator was anchored to this tissue. Additional silk sutures were passed through the scar tissue to the generator to provide more security. No further information has been received to date.